Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter's venous luer adapter was detached or disconnected from the feature manipulation engine(fme) generator. The patient lost 250ml of blood and 2 points of hemoglobin based on the blood numbering required by the physician. The patient was plugged again and finished the dialysis session. It was stated that when the catheter was used on fme generators, the luer lock could not be screwed completely and there was at least one turn of the screw missing which increases the disconnection risk.